Event description:
Event description boston scientific crm received information that this defibrillation lead, this transvenous pacing lead and this coronary sinus lead dislodged as a result of twiddler's.